Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl with ketones. The customer alleged that the pump was the cause of the elevated bg level. Bg was treated with manual injections as well as using the pump for correction. The customer reverted to manual injections for alternate insulin therapy.